Event description:
It was reported that during a scheduled repair for the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the executive processor board that was installed was unable to load the software fro the system or from the usb. There was no patient involved and no adverse event was reported. This is an out-of-box (oob) failure of the executive processor board.

Manufacturer narrative:
The exch pcb, exec processor board was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The technician installed board into the cardiosave test fixture and downloaded software version b.14. After the software downloaded into the cardiosave, a green check mark was observed on the upper display indicating that the software downloaded correctly with no problems. The technician tested the board to factory specifications and could not verify the failure of the software not loading. The software loaded with no problems. The board passed testing. Sending the board to the supplier for failure analysis per procedure. Manufacturing received the exch pcb,exec processor board from the supplier. The supplier could not verify the failure of not loading the b.14 software. The supplier installed the required rework and the board passed testing. Inspection of the board was completed per procedure with no visual damage observed, and upon inspection of the board the installation of the required rework was verified. A senior repair technician of the national repair center (nrc) installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The national repair center observed the failure of the board not reporting the correct time after the unit was turned off and turned back on. The board was not holding the time. The board failed testing. The customer complaint stated that version b.14 software could not be loaded. The technician could not verify that failure along with the supplier. Due to the board having a second failure with the same complaint, first occurrence of the board not holding the correct time on (B)(6) 2017, after the 30 day holding period , the board will be scrapped.

Manufacturer narrative:
Additional event site contacts are (B)(6). Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
On december 14, 2020, clarification was received that this event is reportable. The suspected faulty exchange executive processor board was returned to getinge's national repair center (nrc) for failure investigation. A getinge repair technician inspected the exchange executive processor board and observed no visual damage. The repair technician installed the exchange executive processor board into the cardiosave test fixture and downloaded the b.14 software. After the software was downloaded into the cardiosave, a green check mark was observed on the upper display indicating that the software downloaded correctly with no problems. The repair technician tested the exchange executive processor board to factory specifications and as per the cardiosave service manual. The repair technician could not verity the failure of the software not loading and noted that the software loaded with no problems. The exchange executive processor board passed testing. The exchange executive processor board will be sent to the supplier per procedure and upon inspection of the board per procedure, installation of cn 148769 is required. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during a scheduled repair for the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the executive processor board that was installed was unable to load the software fro the system or from the usb. There was no patient involved and no adverse event was reported. This is an out-of-box (oob) failure of the executive processor board.